Manufacturer narrative:
No medwatch form was received. Review of quality records.

Event description:
It was reported that the system was explanted and replaced due to infection and endocarditis. The system will not be returned.